Event description:
It was reported that during a scheduled oncology treatment, while moving the kvd arms into position from the obi console, the kvd panel cover fell off the assembly and struck a pt in the head. The pt was observed by hosp staff and believed not to have encountered any serious injury because of the incident. No further medical attention was required other than the separate observation.

Manufacturer narrative:
The pt's additional exam did not show evidence of any injury from the impact encountered. In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond exam and/or diagnostic testing has resulted. After the reported occurrence, varian service instructed the hosp's biomedical engineering dept to secure the cover to the imager with screws. This is a varian approved modification which replaces the usage to the originally designed velcro fasteners. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. Varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury.